Event description:
This unsolicited case from united states was received on 06-nov-2017 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc and later after unknown latency, the patient had terrible" reaction/septic reaction, severe swelling of that knee up into her thigh and down into her calf, "burned" along the outer aspect on both sides of her right calf and flu-like symptoms. No medical history, concomitant medication or concurrent condition was provided. The patient had past treatment with synvisc injections (4 or 5 times before and never had any side effects). On an unknown date in (B)(6) 2017, the patient initiated treatment with intra-articular synvisc injection (dose, frequency: unknown) into the right knee for knee pain. On an unknown date in 2017, after unknown latency the patient had a "terrible" reaction. It was reported that the physician described it as "septic reaction". On an unknown date in 2017, the patient had severe swelling of that knee up into her thigh and down into her calf. The patient said that it "burned" along the outer aspect on both sides of her right calf. On an unknown date in 2017, after unknown latency, the patient had flu-like symptoms: scratchy throat, sneezing, headache and runny nose. It was reported that the patient saw her physician on (B)(6) 2017. Action taken: unknown. Corrective treatment: not reported for all the events. Outcome: unknown for all the events. Seriousness criteria: important medical event for terrible" reaction/septic reaction. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Pharmacovigilance comment: sanofi company comment dated 10-nov-2017: this case concerns a female patient who received synvisc one injection and later had sepsis. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors will aid in complete medical case assessment.

Event description:
Based on additional information received on 26-dec- 2017, the suspect product was updated from synvisc to synvisc one. This unsolicited case from united states was received on 06-nov-2017 from a patient. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and later after unknown latency, the patient had terrible" reaction/ septic reaction, severe swelling of that knee up into her thigh and down into her calf/ swelling from groin to foot, "burned" along the outer aspect on both sides of her right calf and flu-like symptoms, feel leg is giving out, muscular pain, knee was size of basketball, could slightly bend knee but it was stuck bent. No concomitant medication or concurrent condition was provided. The patient had past treatment with synvisc injections (4 or 5 times before and never had any side effects; it worked). The medical history included having one kidney. The patient had past treatment with steroid in the knee to relieve inflammation (could not just take steroids). On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection (dose, frequency: unknown) into the right knee for knee pain. On an unknown date in 2017, after unknown latency the patient had a "terrible" reaction. It was reported that the physician described it as "septic reaction". On an unknown date in 2017, the patient had severe swelling of that knee up into her thigh and down into her calf. The patient said that it "burned" along the outer aspect on both sides of her right calf. On an unknown date in 2017, after unknown latency, the patient had flu-like symptoms: scratchy throat, sneezing, headache and runny nose. It was reported that the patient saw her physician on (B)(6) 2017. On an unknown date in (B)(6) 2017, the patient had severe swelling. It was reported that she was told that her issue of swelling should clear up within a few days and she was now approaching 6 weeks. The patient had been in physical therapy twice a week and was under the care of my physician. It was reported that the physical therapy had helped and they have done massage therapy trying to get the swelling down. It was reported that the patient was told to keep leg wrapped and above my heart. The patient had had swelling from my groin to foot. On an unknown date in (B)(6) 2017, after unknown latency the patient knee was the size of a basketball (only right leg). It was reported that the patient had not done much else with knee. The patient was not wanting another needle that monday after getting the injection. The patient didn't want anyone to put a needle in knee again. It was reported that the patient was not using a cane any more. On an unknown date in 2017, after unknown latency the patient had muscular pain because of swelling issues. The patient had learned that it effects the muscles and how they fire and had issue in that knee which feels like it is going to buckle on patient. From pt and physician, they told the patient that when the patient had had that much swelling that it sticks to muscle and to ligaments and they have to be strengthened again. On an unknown date in 2017, after unknown latency the patient could slightly bend my knee, but honestly, it was stuck bent. It was so swollen. Reportedly the patient walked with a cane. The patient's doctor told her that she did not have the bacteria because the only patients that would be effected by it would be those that are hiv positive or have an autoimmune disease in someway. On an unknown date in 2017, the patient felt like her leg was going to give out. It was reported that if the patient's leg buckles, she could not take a fall. It was reported that the patient was too old to take a fall. This was painful and it still hurted. The patient went in on my 6 month thinking that treatment would give me some relief again. It was reported that to come out and knee be a mess had been really disappointing for the patient. Action taken: unknown corrective treatment: not reported for all the events outcome: unknown for all the events seriousness criteria: important medical event for terrible" reaction/septic reaction a global pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 15-nov-2017. The global ptc number with ptc results were added. Text was amended accordingly. Additional information was received on 26-dec-2017 from the patient. The suspect product was updated from synvisc to synvisc one. The patient's medical history and past drug was added. The additional events of feel leg is giving out, muscular pain, knee was size of basketball and could slightly bend knee but it was stuck bent were added with details. The event term was updated from "severe swelling of that knee up into her thigh and down into her calf" to "severe swelling of that knee up into her thigh and down into her calf/ swelling from groin to foot". The suspect product start date was updated from oct-2017 to 02-nov-2017. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 26-dec-2017: the additional information does not alter the previous case assessment. This case concerns a female patient who received synvisc one injection and later had sepsis. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors will aid in complete medical case assessment.

Event description:
This unsolicited case from united states was received on 06-nov-2017 from a patient. This case concerns a (B)(6) year old female patient who received treatment with synvisc and later after unknown latency, the patient had terrible" reaction/septic reaction, severe swelling of that knee up into her thigh and down into her calf, "burned" along the outer aspect on both sides of her right calf and flu-like symptoms. No medical history, concomitant medication or concurrent condition was provided. The patient had past treatment with synvisc injections (4 or 5 times before and never had any side effects). On an unknown date in (B)(6) -2017, the patient initiated treatment with intra-articular synvisc injection (dose, frequency: unknown) into the right knee for knee pain. On an unknown date in 2017, after unknown latency the patient had a "terrible" reaction. It was reported that the physician described it as "septic reaction". On an unknown date in 2017, the patient had severe swelling of that knee up into her thigh and down into her calf. The patient said that it "burned" along the outer aspect on both sides of her right calf. On an unknown date in 2017, after unknown latency, the patient had flu-like symptoms: scratchy throat, sneezing, headache and runny nose. It was reported that the patient saw her physician on (B)(6) 2017. Action taken: unknown. Corrective treatment: not reported for all the events. Outcome: unknown for all the events. Seriousness criteria: important medical event for terrible" reaction/septic reaction. A global pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 15-nov-2017. The global ptc number with ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 15-nov-2017: the additional information does not alter the previous case assessment. This case concerns a female patient who received synvisc one injection and later had sepsis. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors will aid in complete medical case assessment.